Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the outer insulation was abraded and the blue cables and wires within were exposed. A lead tip stiffness test was performed and found to be within specification.

Event description:
It was reported that perforation was suspected. The morphology changed, the measured values were okay and the lead seemed to be placed septally. A new lead was implanted successfully. No further information about the perforation was available.